Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology and also a fistula in their scrotum. Surgical intervention was performed; the entire device was removed and replaced with a tactra malleable penile prosthesis. The infected area was washed out and irrigated with antibiotics. No additional patient complications were reported.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology and a fistula in the scrotum, leading to a surgical intervention. During the procedure, the entire device was removed and replaced with a tactra malleable penile prosthesis. The affected area was washed out and irrigated with antibiotics. No additional patient complications were reported and the patient is expected to recover.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with ipp procedures and are noted as such in the ipp instructions for use. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ipp instructions for use (IFU) was reviewed. The patient symptoms of infection and fistula were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.